Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the impedance measurement that triggered the remote alert was a high out of range shock impedance and that all subsequent measurements have been within range. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor had a red light. The patient contacted patient services whom assisted them in completing a successful remote interrogation. Patient services referred the patient to their clinic to assess the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead as the code displayed on the remote home monitor indicated there was an out of range shock impedance measurement. The field representative contacted the clinic and it was noted that they are attempting to schedule the patient to come into the clinic at some point in the future. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.